Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Over-the-phone troubleshooting of the issue was preformed and it was suspected the umbilical cable connection caused the reported event. Issue resolved by having the site disconnect the cable prior to booting the imaging system. No further issues were reported. No parts were replaced or returned. Issue resolved via hardware adjustments onsite.

Event description:
A medtronic representative reported that the imaging system was stuck on the 'system booting, please wait' screen upon initial boot up. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.